Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump produced red error code "pump problem, remove the pump form service" and indicated service was needed. This happened on initial setup and self calibration after inserting a primed cassette to start a demo infusion. A preliminary review of the logs identified the following issue: fail stop, cause unknown. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for "pump problem". Upon return, the device started up with a state 1 alarm. Log files indicate active valve movement issue. Removed fva assembly and investigation found a loose screw from the main pcba had become stuck in the av cam sensor. The front housing is damaged due to a broken screw mount on the fva assembly. Removed the screw and reassembled the fva assembly. Performed mock infusion with no errors. The lcd screen is damaged due to broken screw mounts. The lcd screen and front housing will be removed and replaced during the repair process.